Event description:
It was reported that replace sensor prompted occurred. The sensor was inserted into the thigh on (B)(6) 2022 which is off-label usage of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of a replace sensor prompted is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).